Event description:
It was reported during an in-service that the cardiosave intra aortic balloon pump (iabp) displayed a high pitch noise immediately after powering on. The pump was immediately powered off and checked to make sure that the pump was completely seated in the cart. Powered the pump back on and no high pitched noise occurred again. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d1. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported. All functional and safety test were performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump had high pitch noise immediately after powering on. There was no patient involved.